Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii were used in the bile duct during biliary lithotripsy procedure performed on (B)(6) 2022. During the procedure, after five minutes of introducing the spyscope through the duodenosocope and while the doctor was trying to cannulate, the image of the spyglass disappeared and just three white points appeared on the screen. The spyscope was unplugged, and the controller was switched off and on. Then the spyscope was plugged back into the controller but no image appeared on the screen. A second spyscope ds ii was opened. The physician took an autolith probe to perform lithotripsy however the image was intermittently lost. The physician did not activate the probe and decided to stop as the image was unstable. A plastic stent was placed inside the patient and the procedure was reschedule another day. There were no patient complications reported as a result of this event.